Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump because the pump got wet. Customer stated that she jumped in the pool and the pump was submerged. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was no button error alarm on the pump during testing. The pump had unresponsive act buttons due to corroded keypad traces. The pump was received with traces of moisture at the radio frequency board per visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.